Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the usb cable repeatedly fell out of the usb port. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump using a secondary usb cable.